Event description:
It was reported that the cement was already hardened completely after 5 minutes. Product not available for return (discarded by customer at hospital). No patient information provided. No known adverse event was reported. Two optipac are involved in the event, the second optipac is handled in (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis can't be performed as the product was not returned. One other complaint on cement paste too short setting time was recorded on the batch since ever, and 4 complaints on cement paste too short setting time was recorded on the reference and batch from mar 01, 2018 to may 18, 2021. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the cement was already hardened completely after 5 minutes. Product not available for return (discarded by customer at hospital). No patient information provided. No known adverse event was reported.